Event description:
It was reported that the ventilator alarmed for high respiratory rate and pressure delivery restricted during patient treatment. The received logs also contain expiratory minute volume low and apnea alarms. There was no patient harm. (B)(4).

Manufacturer narrative:
The customer reported an unknown cause of high respiratory rate and ventilator auto-cycling. Our field service engineer confirmed leakage in the device logs on site but, according to the customer, there was no leak. The ventilator passed pre-use check and functional tests to factory specifications and was cleared for clinical use. No part was replaced. The evaluation of received device logs shows several alarms indicating mainly leakage but also occasions with high pressure. The event log covers the interval (B)(6). The operator started and stopped ventilation several times during the period (B)(6) and a suction program was started five times. October 14 will be used as the date of event. The alarms respiratory rate high, expiratory minute volume low and patient circuit disconnected were generated multiple times suggesting leakage. Five apnea alarms were generated in conjunction with other alarms indicating leakage. There is no technical error code in the device logs. When such alarms occur, it is important to check the patient and the patient breathing circuit, but also to check ventilator settings and alarm limits. A leak in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. High airway pressure may lead to injury and stop of ventilation. Audiovisual alarms will be generated when set alarm limits are exceeded. Note. Self-trigger situations can occur if the level of trigger sensitivity is set too high or if there is a leak in the patient circuit. It can also occur with some combination of lung characteristics in the patient, for example patients with high expiratory resistance, together with patient tubes that are softer and spring more, for example lightweight disposable tubes. The conclusion in this matter is that the reported issue with high respiratory rate and ventilator auto-cycling is indicated in the device logs and most likely caused by leakage in the patient circuit. Received device logs do not indicate a technical ventilator malfunction.

Event description:
Manufacturer ref. #: (B)(4).